Event description:
It was reported that this brady lead was not implanted successfully due to unknown cause. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown cause. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to the physician's tendency to bend/deform the helix when repositioning leads. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown cause. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to the physician's tendency to bend/deform the helix when repositioning leads. No adverse patient effects were reported.